Event description:
Medtronic received a report that a pipeline migrated. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right c6 segment with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 3.6mm distally and 3.7mm proximally. It was noted the patient's vessel tortuosity was moderate. It was reported that ped375-16 was selected for implant. During deployment, the stent slipped down, so it was selected for withdrawing, re-positioning and deploying. It was found that the stent could not be withdrawn, so it was immediately removed from the body as a whole. The pipeline was implanted at the intended location and full wall apposition was achieved. There were no side branches covered by the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed the blood vessels were not affected. The stent was well attached to the wall, and the aneurysm contrast agent was obviously retained. The operation was completed. There was resistance during retrieval into the microcatheter. When it was retrieved to about one centimeter from the tip end, it got stuck and couldn't be retrieved further. The cause of the movement and unable to withdraw was not determined. Multiple pipelines were not used when movement occurred. There was no friction or difficulty during delivery or positioning. The device did not jump during deployment. The tip of the catheter was not moved during deployment. The procedure was completed by removing the stent was completely removed. Replaced it with a new stent and deployed it, and then the surgery was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis #810997101: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). Drawing(s) referenced: fa-55xxx-xxxx rev. Q. As found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within an opened pipeline flex inner pouch. The pipeline flex was returned within the marksman catheter. Damage location details: the pushwire was extending out from catheter hub. In addition, the distal braid and tip coil were deployed from catheter distal tip. The pushwire was found to be bent at ~34.8cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be accordioned from ~9.0cm to ~3.2cm from distal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex was pushed out from catheter lumen without any issue. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex and marksman were confirmed to have resistance as the pipeline flex and marksman catheter were found to be damaged. From the damages seen on the braid (frying), pushwire (bending), and catheter body (accordioning); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a marksman catheter was used (model: fa-55150-1030, lot number: 227622209).